Event description:
It was reported that pump displayed malfunction alarm malf 12 related to momentary power loss to vibrator motor, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it with no recurrence of malfunction, was advised to continue using pump and to call back if malfunction code reappeared, and caller acknowledged understanding of instructions.